Manufacturer narrative:
B3- date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient lead was exhibiting high impedances and ipg was inoperable. As such surgical intervention was undertaken where the lead and ipg were replaced and thereby restoring therapy.